Event description:
It was reported that the patient experienced an abnormal rapid discharge of the implantable pulse generator (ipg) battery, with the charge dropping from 40% to 0% within two days, followed by a sudden complete discharge of the ipg. The return of symptoms, including tremor and rigidity, was noted. The patient was unable to charge the ipg initially because the recharger was empty. After charging the recharger, attempts to charge the ipg were unsuccessful due to improper connection between the charger and the ipg. Additionally, it was not possible to connect to the handheld device, as the communicator was disconnected. Brainsense was performed during the event. No external or environmental factors were identified as contributing to the issue. The intervention taken was charging the recharger. The issue was reported as resolved at the time of this report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.